Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the stent was positioned lower in the patient than the physician wanted. After the stent was deployed, the physician grabbed the retrieval suture with rat tooth forceps to try and reposition the stent, the string broke, and he was unsuccessful in repositioning the stent. On (B)(6) 2011, the physician brought the patient back in and tried again unsuccessfully to reposition the stent. The physician placed a different stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.